Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the log files which revealed consistent power consumption above normal operating range between 26-aug-2020 and 09-sep-2020; however, no alarms were logged within the analyzed period. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate vad rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power consumption. The vad remains in use. No patient complications have been reported as a result of this event.